Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-6565 for a description of the other event. It was reported to boston scientific corporation that on january 18, 2008, during an ercp the balloon burst while in cbd. The physician felt it was not caused by stone in duct but due to a fault with balloon. The procedure was completed with another of the same device and there were no patient complications.

Manufacturer narrative:
The complaint sample was returned and there was a pinhole in the mid section of the balloon. This was most likely caused by contact with a sharp exterior source, such as contact with a sharp irregular stone. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.